Manufacturer narrative:
(B)(4).the evaluation of the returned device is complete. A visual inspection was performed, and it was noted that the tubing was separated from the male luer adapter. The tubing was microscopically examined, and it was noted that the solvent had been applied to the tubing. The reported condition was verified. The cause of the condition was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink buretrol solution set separated at the ¿junction of the tubing and the rigid interlink hub.¿ this occurred approximately nine hours into a patient infusion of d5 1/2 normal saline using a sigma spectrum pump set at 75 ml/hour. The reporter stated that there were no issues noted with the set prior to the event and setup was performed correctly, with all luer connections checked. As a result of the separation, the patient lost an unknown amount of blood; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.